Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.

Event description:
On (B)(6) 2025, the patient called ingoen, to report that while in her friend's car she had passed out. Emergency medical service (ems) were call, the patient stated she was found unconscious and foaming, her oxygen levels were very low. The patient stated they had iinformed her unit was off and it would not turn on. The patient stated she was hospitalized for 2-3 days. Last error recall shows sesnor fail. Patient stated she had not been looking at the unit when alarmed and that the columns on the unit were over 2 years old. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.